Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted unit received for won't turn on. Replaced the keypad assembly. Pm performed. All tests passed. A review of the device history record for sn (B)(4) was performed from date of manufacture 01/31/2018 to present date 11/06/2020, and note that this device has been returned for service twice without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device will not turn on. No patient involvement was noted.